Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault). The cause for the failure was isolated to a defective u17, u18 and r19 components on the defib board pca. The root cause for the defective components could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.